Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
40mm drill bit snapped during drilling into acetabulum. Both broken pieces of drill bit removed from acetabulum. Surgeon happy no remnants in patient. 5 minutes delay no adverse event.

Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this reported event was not returned for examination. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.